Event description:
Information received from the (B)(4) clinical study, subject: (B)(6). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. On (B)(6) 2014, the patient was reported to have an adverse event of leukocytosis and was ongoing. The relationship to the device was unknown. On (B)(6) 2014, the patient was reported to have an adverse event of heart failure. The relationship to the device was unknown. On (B)(6) 2014, the patient was reported to have a subarachnoid hemorrhage secondary to left mca (middle cerebral artery) dissection with guidewire during thrombectomy. This event was procedure related. Subsequently, the patient expired on (B)(6) 2014 and the immediate cause of death was listed as cardio-respiratory failure, stroke intracranial bleed.

Manufacturer narrative:
The lot history record could not be reviewed as the lot number was not reported. The device was not returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).